Manufacturer narrative:
The device was requested back for failure investigation, but was disposed of at the user facility. Nellcor puritan bennett attempted to obtain more info but was told that the clinician could not recall the details of the report. The clinician mentioned that there was no incident reported as a result.

Event description:
A nellcor puritan bennett sales rep received a call from a user facility that an oximax max-a adhesive sensor was giving a reading of 99% sat while the bgs (blood gas) showed a fractional sat of 81%. It was mentioned by the clinician that they used a different monitor and sensor at that time.